Event description:
Procedure type: proctectomy. According to the reporter: during procedure, clamp contacted with the balloon and the balloon exploded in cavity. No pieces were found in the cavity. Procedure was completed with another. There was no additional bleeding, nor tissue damage and the operative time was not extended. No pt injury was reported, pt is under observation. No other pt info available.

Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010.